Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by patient's counsel that allegedly on (B)(6) 2022, the patient underwent hallux rigidus correction of the right 1st mpj with cheilectomy and cartiva implant. She subsequently was revised on (B)(6) 2023, due to alleged pain.

Event description:
It was reported by patient's counsel that allegedly on (B)(6) 2022, the patient underwent hallux rigidus correction of the right 1st mpj with cheilectomy and cartiva implant. She subsequently was revised on (B)(6) 2023, due to alleged pain.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.